Manufacturer narrative:
(B)(4)

Event description:
The customer complained of an issue with the accu-chek softclix lancet device. The customer alleged that the lancet needle was sticking out of the end cap of the device and he accidentally stuck his finger. When the customer inserts the lancet into the lancet holder, the lancet does not stay in place. The customer stated the lancet does not snap into place even when inserting it all the way. When the customer replaced the dial cap, the lancet needle was protruding from the end cap. The customer's finger is ok. No medical treatment was necessary. No adverse event occurred. The lot number and expiration date for the lancets was not provided. The lancet device and lancets were requested for investigation.

Manufacturer narrative:
The customer returned the accu-check softclix lancing device for investigation. No lancets were returned. The returned lancing device was tested with test lancets at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attributes were found. The lancing device works in accordance with specifications. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing.